Manufacturer narrative:
H9: correction/removal report number: 1019003-02/01/2023-001-r the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient used the recalled minicaps. According to the reporter, the patient was unwell for approximately two days. The patient presented to the pd clinic and was diagnosed with peritonitis manifested by abdominal pain, milky pd effluent and tenderness. The patient was hospitalized and started on intraperitoneal (ip) ancef (1gm) and ip ceftazidime (1 gm) for the peritonitis. On an unreported date, the patient was transferred to the intensive care unit "due to many health complications including cardiac condition". Seven days after the peritonitis diagnosis, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the events were resolved prior to death. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.